Event description:
I have had a st jude's back stimulator installed into my back. The unit is not working but when walking, in general day to day things, the unit will just shock me and knock me to the ground. I have also been advised that the battery in the unit could be leaking battery acid into my system and the unit is slowly deteriorating. This, to myself and doctor, is a life threatening situation. I have been to st jude and the sales rep and the installing surgeon, they all refused to return my calls and or assist myself in any matter. I have a wife and 2 children. What if this thing kills me. Who will help me. I have 4 foot wires up my spine and they plug into this unit. Can someone please help me, I am very afraid. I am only (B)(6) and I hope a lot of life left to live. Even the lawyer who I had help me refuses to help. He also got some sort of financial kick back from st jude and he refuses to help me. His name is (B)(6) out of (B)(6). He is a scam lawyer and I suggest everybody avoid him like the plague. This lawyer is a corrupt (profanity) that causes harm to his clients and does not help them at all. His staff is his wife who is 15 years older than him, his mother in-law, and his step son. These people are dangers and a complete disgusting group. You would see all of the hundreds of other websites about this scam lawyer cat scans. Dates of use: (B)(6) 2012 - (B)(6) 2013. Diagnosis or reason for use: broken back and lower 4 disks. Event reappeared after reintroduction: yes. Frequency: four times daily. Route given into/under the skin.